Event description:
Customer reported device = in the 400s mg/dl. Customer was not feeling well and friend took pt to the hosp around 6-7 pm. Hosp device = 140 mg/dl. No treatment was received. Hosp stated test strips are expired but not confirmed due to the customer no longer has them. No controls used. Level one and two ranges are not available. A request was made for return product and replacement product was sent.